Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the device would not stop.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cib cust sandy, materials. Wont stop. Po: (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause could be possible fluid ingress. Gtin: (B)(4).

Event description:
It was reported that the device would not stop.